Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and observed that a red status indicator was flashing along with constantly lit instructional led¿s and the device could not be downloaded. This was attributed to moisture ingress within the device, which had led to significant corrosion on multiple components and circuitries including but not limited to the microprocessor, usb circuitry, charge circuitry and user interface circuitries including u24 (event storage chip) which would account for the device failing to download. This had resulted in multiple failure modes including but not limited to device not powering on correctly or issuing voice prompts, as per the reported fault. It is unclear when the moisture had penetrated the device. However, the significant corrosion would indicate the device had been in the presence of moisture for a prolonged period. Due to the extent of the corrosion on the pcba, the multiple failure modes this had caused, and the damage this caused to critical circuits, no further investigation could be carried out. Advise user the recommended storage conditions as detailed within the user manual are being in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). The customer's device will be scrapped.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.